Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. It was reported that the customer is retaining the product. The device history record (DHR) for the lot number 30088109l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Biosense webster, inc. Product - soundstar, lot #: unknown, catalog #: unknown. 2. Biosense webster, inc. Product - carto® 3, u.s. Catalog #: unknown, serial number: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. At an unknown phase during the procedure, the patients pressure dropped and a cardiac tamponade was confirmed by soundstar image. Pericardiocentesis was performed to remove 2 liters of fluid from the pericardium. The patient was transferred to the intensive care unit (ICU) and stayed an overnight for observation purposes. The patient was reported to be in stable condition, physician is confident the patient will make a full recovery. The physician did not provide a causality opinion. No error messages were observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with an unknown transseptal needle. The generator was in power control mode. The catheter irrigation was set at 2ml/min. . The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.